Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulties, after the first inflation with another manufacturer's inflation device. Attempts to deflate the balloon were unsuccessful. The balloon was removed partially inflated. Pt status is listed as "okay".